Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were sticking. The customer also reported that the device's act and escape buttons were unresponsive. Customer stated that the up arrow will continue to react after it is no longer being pressed. Customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No unexpected numbers ramping scrolling on their own noted. Pump received with cracked case at display window corners, broken reservoir tube lip, minor scratched and cracked display window.